Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a crack at the connection point of the filter and dialysate port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "piping" of a prismaflex m150 set was observed to cracked and leaked fluid during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.